Event description:
Procedure: lap gastric bypass. According to the reporter: the device locked on the small bowel when completing the jejunal-anastomosis and would not release from the tissue. The doctor had to work to get the device from the tissue causing tissue damage. The surgeon had to hand sew two "entreomoties" to close the damaged tissue and the anastomosis. The surgeon then opened another similar sulu and was able to finish the case. However, the pt had to come back and be opened up to re-sew the anastamosis that had closed do to stricture.

Manufacturer narrative:
Date initial report sent: 08/02/2007.